Event description:
This ra lead was implanted on (B)(6) 2009 and was capped on (B)(6) 2016 due to lead stuck in header. The physician was dr. (B)(6). No information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).